Manufacturer narrative:
(B)(4). Date sent: 6/03/2026. B3: only event year known: 2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was the firing sequences started? If yes, was the firing sequence completed? 2. Did the device deliver any staples? 3. If yes, were the staples formed properly? 4. If yes, was the staple line complete? 5. Did the device cut? 6. If yes, was the cut line complete? 7. If yes, was there any issue with the cut line? 8. Was there any difficulty opening the device jaws? 9. If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout). 10. If the home button was pressed, did the knife fully return to its home position? 11. If the jaws could not be opened, how was the device removed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the knife blade only advanced halfway while the staples fully formed at the first firing on the bronchus. There was no patient consequence nor surgical delay reported. No additional information provided.